Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: despite requests, nor the involved device nor the x-rays pictures were returned for analysis. No investigation thorough can be performed. Conclusion: no conclusion can be drawn. The complaint handling database does not show any increasing trend for this type of access port. No corrective action is envisaged.

Event description:
"During the irrigation of the port, the patient felt pain. The operator noticed the disconnection of the catheter. The piece has been removed from the right atrium in endoscopic procedure. On (B)(6) 2015, the chamber of the access port has been removed. The port was implanted on (B)(6) 2012."

Manufacturer narrative:
Batch history review: the manufacturing file of this batch of access ports has been checked. It complies with the specifications and does not present any discrepancy. No other similar incident has been declared to us on this batch of access ports sold since january 2010. Investigation results: we received for investigation an explanted celsite st305 access port from batch i3564490. A segment of 1,4 cm catheter long is still connected to the access port, with the connection ring. Consequently, we can say that the catheter rupture occured at 1.4 cm from its proximal extremity, just after the end of the connection ring. The distal part of the catheter was not returned for evaluation. We have examined the catheter rupture facies under binocular magnifier: it is mostly irregular, however we can see a small area cut clear by a sharp object, which seems to be the beginning of rupture. Conclusion: the catheter migration observed by the customer results from a catheter rupture just after the connection ring, 3,5 years after the implantation. It could be the result of the extension of an initial accidental defect done by a sharp object, during the implantation procedure for example. However, it is impossible to define the exact root cause of this rupture at this level. It is an isolated case. No corrective action is envisaged.